Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n272118, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient contacted their manufacturer representative and stated the ¿stimulator was not working worth a crap¿. The patient believed their device was dead and noted it never worked as well as the trial. The patient was unable to read their device using their patient programmer and did not remember their amplitudes. As a result of the problems they were having the patient had a gradual loss of stimulation/therapeutic effect and was receiving less than 50% therapy relief. The patient further noted the pocket site was painful and often itches. Their health care provider (hcp) told the patient they ¿needed more surgery¿ but they would not perform any until the patient lost weight. The patient lives two hours away and was not available to meet with the manufacturer representative at the time of the report but would contact them next time they were near the manufacturer representative. Additional information received reported that the patient never had therapeutic effect. The patient had been adjusted ¿a hundred times and it isn¿t working¿ and the manufacturer representative (rep) finally gave up. It was in for about 2-3 months after implant and it quit working completely; it wouldn¿t come on or do anything and it wasn¿t hitting the right spots in the very beginning. The patient could lay on it and it would hurt every time she moved. This had been happening since 2-3 months after the implant. It was alleged that, during the implant, ¿they cut all those nerves up back there and it messed up my leg worse than it was.¿ the doctor was refusing to take the implant out until the patient lost weight. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.